Manufacturer narrative:
It is indicated that the device was disposed at the facility and will not be returned for evaluation. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for projected remaining capacity. Subsequently the device was explanted. No serious injury/no adverse patient effects were reported.